Manufacturer narrative:
H3. Analysis of the lead (lot #: va17zf4) found the cosmetic environmental stress cracking (esc) on the outer insulation of the body of the lead which did not affect the function of the device. There were no electrical shorts between the circuits. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The event date is unknown. Concomitant medical products: other relevant device(s) are: product ID: 3387s-40, serial/lot #: (B)(4), ubd: 18-apr-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the managing neurologist attempted multiple programming options without seeing improvement in tremor. It was determined that the lead was not in an optimal position. The patient has a non MRI conditional pacemaker so CT was the only imaging modality available for planning both today as well as during the initial implant. They did a lead revision/replacement because the patient was not getting effective therapy without side effect. The manufacturer representative (rep) stated that the patient had been getting effective therapy after implant but is no longer getting effective therapy. The patient currently has nothing programmed on 0-7 electrodes (intended for left ventral intermediate nucleus (vim)) but plugged into the 0-7 port is an extension connected to a partial lead that has been cut and is placed behind the patient's ear. The lead was cut so the stimloc could be replaced with a new sensight compatible burr hole device and the intracranial portion of the old lead was then removed. The patient has newly implanted, capped, sensight lead implanted to the left vim using new targeting coordinates. Improved efficacy with no side effect was demonstrated during intraoperative testing of the new sensight lead. In the 8-15 port, the patient has legacy extension/lead in the right vim that is currently working and providing effective therapy. The patient will have stage 2 revision next wednesday at which time it is planned that the capped sensight lead will be connected to a sensight extension and the old extension/partial lead will be removed. At that time, the physician also plans to replace the implantable neurostimulator (ins) with a percept and therefore, the patient should ultimately have a percept with sensight components in 0-7 port and legacy components in 8-15 port. The issue was indicated to be resolved.